Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as intertrigo and skin fungus underneath the te pads and all ECG electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed nystatin ointment for the skin irritation. Follow up indicated that the skin irritation improved.